Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced spontaneous disconnection. The following information was provided by the initial reporter: material #: 10014914. Batch/ lot #: unknown. Tubing disconnected from distal end of pressure disc. Product did not reach patient.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014914 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced spontaneous disconnection. The following information was provided by the initial reporter: material #: 10014914 batch/ lot #: unknown. Tubing disconnected from distal end of pressure disc. Product did not reach patient.